Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. Per the sample condition the assignable cause is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Additional information was requested and the following was obtained: clarify how many sutures were found broken when opening up the package? Clarify how many sutures were found separated from the needle? Please confirm when the issue occurred (while in the package, during dispensing, during use) what is the product code and lot number? For the 5-0 fast sutures, the surgeon goes to make his first pass with the suture and the needle immediately pulls apart from the suture. This has happened at least once a month, so over multiple lots. It is usually one suture per box of 12. The sutures are in tact when they are opened and dropped, but break apart after the first pass. The product code is ety493g and the lot number is mgm391. The single complaint was reported with multiple events. There are no additional details regarding the additional events. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture had broken and the needle came off the suture. The surgeon goes to make his first pass with the suture and the needle immediately pulls apart from the suture. The sutures are intact when they are opened and dropped, but break apart after the first pass. It was unknown how the procedure was completed. There were no patient consequences reported.